Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator displayed an error code indicating oxygen was not available. There was no patient impact.